Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 40 mg/dl. Reportedly, the customer required assistance addressing bg level with juice and oranges. The customer consumed dinner early and adjusted the basal settings to address the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.